Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services could not confirm the problem that the screen went black while using a child baton. The baton was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 1-2, every time the patient was intubated the screen went black. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.